Event description:
It was reported that "the ts recon jig was put together properly and the recon nail was attached to the jig. The nail was inserted into the pt and the targeter (jig) (antegrade mode) was lined up. The drill missed the nail hole and consequently the screw was not inserted through the nail correctly. Afterwards, the screw was taken of and the recon mode (jig/targeter) was placed on the nail. The drill lived up properly but the measurement of the recon lag screw drill was incorrect. Subsequently, the lag screw was not the right size at first."

Manufacturer narrative:
Additional info has been requested. Once the investigation has been completed, any additional info will be reported in a supplement.